Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump was not delivering his boluses. Customer had to change infusion sets or give portions of the bolus at a time. Customer experienced shortness of breath, headache and abdominal pain. The current blood glucose reading is 432 mg/dl. Treating with manual injection. The blood glucose reading at the time of the event was 289 mg/dl. Hospital treated with IV drip. The insulin pump will be replaced. Nothing further reported.